Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was oversensing far field r wave signals. The device had been reprogrammed before but the behavior is still observed. Several additional recommendations were discussed. The device remains in service. No adverse patient effects were reported. Additional information received indicates that this crt-d exhibited false atrial tachy response (atr) due to far-field oversensing. Undersensing was also noted. Programming efforts were performed and the plan is continue monitoring. The device remains in service. No adverse patient effects were reported.